Manufacturer narrative:
At one-month follow-up, the pt denied cardiac symptoms and compliant with all cardiac medications. Cypher stent is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.

Event description:
This male pt with a history of known triple-vessel coronary disease, previous myocardial infarction (mi), previous coronary bypass surgery (CABG), a previous smoking habit, and a family history of coronary disease was admitted for coronary eval due to a positive exercise stress test and resting ECG changes. The pt was currently taking aspirin, lipid lowering agents, and ace inhibitors. Upon admission, vital signs and lab values were within normal limits. Angiography revealed an 85%, 15mm, smooth, eccentric, type a lesion within a saphanous vein graft (svg) to the left posterior lateral (lpl) branch. The vessel diameter was 2.5mm and flow through the vessel was timi iii. Aspirin, a loading dose of plavix (3000mg), and heparin were administered. Clotting times were not measured during the procedure. A 2.5x18mm cypher select stent was positioned in target lesion via direct stenting technique. Prior to balloon inflation, the vessel became occluded and there was no flow through the vessel. The pt experienced ventricular fibrillation (vf). The stent was rapidly deployed to 20 atms. The pt was then defibrillated @ 200 joules, and was converted to normal sinus rhythm. Nitroglycerine was administered by intracoronary injection. Flow through the vessel was successfully restored. The stent was post dilated with a 3.0 x 12mm balloon inflated to 12 atms (maximum diameter=3.28mm) to ensure full expansion of the stent. Residual stenosis in the stented segment was 5% and flow through the vessel was timi iii. The event resolved without sequelae. The pt remained stable and was discharged the following day with orders for daily administration of aspirin (1 month duration), plavix (1 month duration), statins, and ace inhibitors.